Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was a malignant stricture within the common bile duct. The stricture was not dilated prior to stent placement. During the procedure, the stent was fully deployed. Following deployment, it was noticed that the distal end of the stent did not fully expand. The shape of the stent was described to be a "half moon" instead of a complete circle. The user experienced difficulty withdrawing the delivery system from the stent. It was noted that initially the user did not close the outer sheath over the tip of the device. After several attempts to withdraw the catheter and sliding the handle, the delivery system was removed from the patient. The stent was left implanted in the correct location. As drainage of the bile duct was achieved and the physician felt the stent "was ok", no further intervention was performed. Following the procedure, the patients symptoms improved. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient date of birth was not provided, it was reported that the patient was born during (B)(6). Reported event of stent failed to fully expand. Reported event of stent catheter difficulty removing. Image review findings of stent deformed. Endoscopic images of the stent that were taken during the initial stent placement procedure were provided to bsc. With a medical review, the image was unable to confirm whether the stent was fully expanded. However, the review did note that the stent appeared "deformed and damaged." The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.